Manufacturer narrative:
Patient¿s date of birth, age and weight are not available for reporting. Additional device product code: hrx. Device is an instrument and is not implanted/explanted. There was not an alternate device available and the surgeon did not have enough bone graft material reamed. The surgeon had to use bone material from another part of the body. A device history record (DHR) review was performed on part # 314.743 lot # 7404017: release to warehouse date: 12 dec 2013, expiration date: na, supplier: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017, the tip of a reamer irrigator aspirator (ria) drive shaft broke. The shaft breakage caused the tines of the reamer head to break as well. It is unknown if there were fragments generated. There was no alternative device available. The surgeon did not have enough bone graft material reamed so has to use an alternative piece of bone harvested from the patient. The surgery was delayed by approximately twenty minutes. Patient status is unknown. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed. One (1) drive shaft (part314.743, lot 7404017) was received with the complaint category of tip broken intraoperatively. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly transverse break is located within approximately 5.3mm to 8.1mm distal to the distal edge of the drive shaft helix. The helix shows scrapping along the outer surface but is intact. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. No new malfunctions were observed during the course of this investigation. The reamer head was not returned for further evaluation and the lot number was not provided for a DHR review. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. Relevant drawings, reflecting the current and manufactured revision, were reviewed. Due to the damage at the fracture and missing portion applicable measurements of the hexagonal tip could not be obtained. The shaft directly proximal to the break was confirmed to be within the specification per relevant drawing. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. It states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. It also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. It also states that begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat. Information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.